Event description:
It was reported that pump experienced malfunction alarm with code that caller was able to reset with assistance from technical support, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if problem returned, which caller acknowledged and understood.